Event description:
Caller reported a false negative urine hcg result on consult diagnostics hcg cassette vs. Serum test result. Customer reported that a pt came in on (B)(6) 2010 for a pregnancy test. The urine sample was collected at about 2:30 pm and tested on pss consult diagnostics hcg cassette test with a negative result. Blood was drawn and sent out for quantitative testing. A result of 288miu/ml was obtained. Pt went home that day and performed two home pregnancy tests with positive results on both. Customer stated that she recently learned that this was not the first occurrence of false negative results for this test, but there were no details for these occurrences.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine, lot: hcg100223-01; 100miu/ml hcg urine, lot: hcg100513-01; 228.6iu/ml hcg urine, lot: hcg100420-02. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=4). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). The 228.6 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Product was returned for investigation. No corrective action required at this time as no product deficiency was established.